Event description:
It was reported that right hip revision surgery was performed due to metallosis. Intraoperatively a large cystic mass with grey tissue consistent with metallosis was reportedly found. The explants were returned to the patient.